Manufacturer narrative:
The device was returned to olympus for evaluation. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning, it was unknown if there were abnormalities in the accessories used for reprocessing. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, air supply volume, water supply volume, and water removal ability did not meet the standard value, due to a pinhole on channel tube, water tightness was lost, due to wear of angle wire, bending angle in up direction and the play of the up down knob did not meet the standard value, adhesive bending section cover was chipped, cracked and had white clouded area, image guide protector was chipped, adhesive around the objective lens and light guide lens was peeled, up down knob had corrosion, suction connector and control unit had discoloration and the following was scratched: plastic distal end cover, connecting tube, protector of universal cord on suction connector side, protector of universal cord on control section side, switch 1, universal cord, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an air water supply failure. The issue occurred during preparation for use during an unknown procedure. During evaluation, the following reportable issue was found: the nozzle has foreign objects. The procedure was completed with the same set of equipment. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer¿s response, the reprocessing status was unable to be obtained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.